Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the imprecision was roughly five millimeters.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, an imprecision was observed on the navigation system following an image acquisition with a medtronic imaging system. It was reported that a second image acquisition was performed without resolution. It was reported that the reference frame had not moved and that the right side tracker on the imaging system was in use along with a 20cm field of view (fov). The surgeon opted to complete the procedure without the use of the navigation system. It was reported that the surgeon opted to use a c-arm for the remainder of the procedure. There was a reported delay of less than one hour in the procedure due to the reported issue. There was no reported impact on patient outcome.